Manufacturer narrative:
This report is filed, june 7, 2016. The implanted device remains.

Event description:
Per the clinic, the patient's abutment fell off and the patient was prescribed oral antibiotics (date and duration not reported). Subsequently on (B)(6) 2016, the patient was administered general anesthesia to facilitate placement of a new abutment. The implanted device remains.